Event description:
(B)(6) study. It was reported that thrombosis occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. An isleeve introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Four days post index procedure, the patient was discharged on aspirin, clopidogrel and warfarin. In (B)(6) 2021, 82 days post index procedure, a CT scan revealed prosthetic aortic valve thrombosis. At the time of the event, the patient was on aspirin and warfarin. The event was treated medically.